Manufacturer narrative:
(B)(4): the customer reported that a monitor fell and was damaged. No patient harm was reported. The available information does not support that there was any device or mounting malfunction or any health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell and was damaged. No patient harm was reported.